Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Th customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿; however, a specific bg value was not provided. The customer administered a manual insulin injection to address the high bg. In addition, it was reported that the insulin gauge was inaccurate and static. The customer continued using the existing cartridge. The customer's blood glucose level ranged from 286-287 mg/dl.